Event description:
An implantable pulse generator (ipg) and a two leads were returned a funeral home with no information approximately seven years after the death. Information identified in the manufacture data base indicated the patient died six months after the implant of the ipg system. Cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.